Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4+, restricted leaflets, and an enlarged atrium. It was noted imaging was challenging throughout the procedure and the gradient was 1mmhg. An xtw clip was inserted, and grasping was performed. However, the gradient increased to 8-9mmhg; therefore, the clip was removed. Upon removal, it was observed the posterior leaflet was damaged. To treat the mr and tissue damage, an nt clip was then inserted and deployed without issues, reducing mr to a grade of 2+. The post procedure gradient was 5mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported difficult imaging and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.